Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv impedance began increasing from a baseline of around 750 ohms the week of (B)(6) 2016 to greater then 2200 ohms the week of (B)(6) 2016. Lead warning occurred on (B)(6) 2016 due to out of tolerance lead impedance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited a spike in pacing impedances to high levels, as well as high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.